Event description:
It was reported that the pacemaker failed to interrogate via radiofrequency (rf) telemetry. A reinterrogation attempt was made with a different programmer, but the issue persisted. The pacemaker was not used and was replaced. There was no patient involvement.